Event description:
It was reported that stent dislodgement occurred. The patient presented for percutaneous transluminal coronary angioplasty to the left anterior descending artery (lad) and the 90% stenosed, moderately tortuous and severely calcified distal left circumflex artery (lcx). The patient was sedated using local anesthesia. After the lad was stented and post dilated from the ostium, a non-boston scientific wire crossed in the lcx. The distal lesion was pre-dilated with a 2.00 x 15mm maverick 2 balloon and a 2.50 x 24mm synergy stent was advanced. When the stent was negotiating the lcx, it was noted that the stent got dislodged at the junction of the left main coronary artery (lcma) and the lcx. The stent delivery system was removed and an attempt was made to retrieve the stent using a guidezilla ii guide extension catheter. The guidezilla failed to cross and the stent was ultimately retrieved by snaring. The procedure was abandoned. There were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The patient presented for percutaneous transluminal coronary angioplasty to the left anterior descending artery (lad) and the 90% stenosed, moderately tortuous and severely calcified distal left circumflex artery (lcx). The patient was sedated using local anesthesia. After the lad was stented and post dilated from the ostium, a non-boston scientific wire crossed in the lcx. The distal lesion was pre-dilated with a 2.00 x 15mm maverick 2 balloon and a 2.50 x 24mm synergy stent was advanced. When the stent was negotiating the lcx, it was noted that the stent got dislodged at the junction of the left main coronary artery (lcma) and the lcx. The stent delivery system was removed and an attempt was made to retrieve the stent using a guidezilla ii guide extension catheter. The guidezilla failed to cross and the stent was ultimately retrieved by snaring. The procedure was abandoned. There were no patient complications.

Manufacturer narrative:
The synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. The device was returned with the stent detached from the balloon. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. A review of the two images provided by the site could identify the alleged stent dislodgement as an unexpanded stent is noted snared and stretched outside the body as well as inside an angulated region of a coronary artery without its delivery system and located halfway inside the guide. As per additional information multiple attempts were made to position the stent at the lcx lesion indicating that a possible interaction could have occurred during these repositioning attempts between the stent and ancillary devices used in the procedure as well as the anatomical features of the coronary artery (severe calcification, moderate tortuosity and angulation) which potentially caused the unexpanded stent to get caught and dislodged from the delivery system.